Manufacturer narrative:
Updated fields:b4, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields: g1.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device : a getinge field service engineer (fse) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The unit auto-filled multiple times electronically and manually without an issue. Performed condensation removal procedure to ensure moisture was removed from the system. All functional and safety checks were performed to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intra-aortic balloon pump (iabp) would not autofill. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.